Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Other text : device not returned to manufacturer.

Event description:
It was reported that the customer's blood glucose (bg) level was 278 mg/dl. Reportedly, the customer delivered a 2 unit bolus to lower bg level; however, the customer was unsure the amount of a bolus that was needed to correct bg level. During a system check with tandem technical support; the cartridge functioned as expected and the infusion set site was not checked.